Event description:
Customer reported the alarm is not in working condition which was found during set up but was unable to provide any more info. Customer did not provide the date of event. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval found the alarm powers on but when the nurse call feature is tested, the nurse call light does not come on at the test fixture due to a bad nurse call relay switch. The alarm does sound when weight is removed from the sensor and when the sensor is unplugged from the alarm. There is no physical damage to the alarm case. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).